Manufacturer narrative:
(B)(4). The insulin pump was received with a scratched case, a cracked case-corner of belt clip rails near the battery compartment and a serial number label fading. The test p-cap/reservoir does lock properly inside the reservoir tube. Unable to perform the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test due to the blank display. The insulin pump was cut open to perform visual inspection and moisture damage was found on the electronic assembly noted. No moisture damage noted on the vibrator, battery tube and keypad assembly noted. The original pcb 2 was cleaned and installed in a test pcb 1, case, internal battery and motor. Powered the insulin pump on using the battery simulator and blank display noted. The original pcb 1 was cleaned and installed in a test pcb 2, case, internal battery and motor. Powered the insulin pump on using the battery simulator and blank display noted. In conclusion, the insulin pump had a blank display due to moisture damage on the electronic assembly. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the insulin pump had fissure. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.